Event description:
After one hr of operation on a transport, ventilator stopped cycling, w/o alarming. No injury to pt-backup ventilation was used.

Manufacturer narrative:
User adulterated ventilator - someone put wrench on the air-supply inlet assembly hex fitting and forced a rotation inside, causing a pneumatic regulator to change position, possibly shorting parts on the main circuit board. The unit is 14 yrs old, customer has refused pm circuit-board change in the past. We are recommending that this unit be decommissioned/retired.